Manufacturer narrative:
(B) (4)

Event description:
It was reported the patient's stimulation was turning off. The patient had bilateral ipg's. With assistance the patient was able to turn on the left side but was unable to ascertain the status on the right implant. Additional information has been requested. See also MFR report #30042091782010000034.